Event description:
The facility's biomed reported the clinician involved set the pump to infuse an unknown size bag of tpn at a rate of 75ml/hr at 1830. The bag was found to be empty at 1833.11. A 500ml bag of d10 was then hung on the same pump at a rate of 40ml/hr and it was found empty after approx 4 hours following this incident, the pump was tested in biomed at a rate of 100ml/hr and it was found to be delivering at 150ml/hr. No adverse outcome resulted and no medical intervention was needed.